Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported, the vent cap did not vent. The user observed the tiny hole in the cannula cap was not perforated all the way through, thus not allowing the surgeon to de-air the cannula. The cannula was used to conclude the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.